Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination revealed that the device has wire broken due to rotational wear in the middle of the device 196cm from the proximal section. Also it has the distal tip detached and it was not returned, also the wire kinked in the middle of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the device analysis completed on (B)(6) 2015. It was reported that the difficulty inserting the rotawire to the burr catheter and the advancer occurred. The 3.5mm x 23mm, concentric, de novo, 95% stenosed target lesion contained a less than 45 degree bend was located in a mildly tortuous and mildly calcified left circumflex artery. A 330cm rotawire was selected to be advanced to the target lesion. Pre dilatation was done with a unspecified balloon. When preparing the device, it was noted that the wire could not cross the connection of the burr catheter and the advancer. The procedure was completed with another of the same device. No patient complications were reported and patient condition was stable. However, device analysis revealed that the wire was broken 196cm from the proximal section and the distal tip was detached.